Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a motor error alarm. Customer's blood glucose was unknown. No additional information provided.